Event description:
It was reported that the patient was experiencing inadequate stimulation and high impedances. The patient underwent a lead revision procedure. No further information has been obtained despite good faith efforts.